Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation. Site discarded part.

Event description:
Medtronic received information regarding a navigation system outside of a procedure. It was reported that tactile awl had a high geometry error. There was no patient present.